Manufacturer narrative:
Therefore, because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it is reportable per 21 cfr part 803. The involved reciproc r25 8/100 25mm 025 that broke during use is not available and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions (measures, torque test). However, the number of unused instruments received is not representative to determinate if the batch is in compliance with specifications regarding our prescriptions. Nothing unusual to report was found during dhrs review (batches #1632679, 1633961, 1633593, 1632654). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a reciproc file broke during use. Tooth was extracted.